Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and made a configuration adjustment to correct reported problem. The system was verified and ready to use. The complaint was confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator did not work. The led on power button was on, but it was not while the instrument was connected. The customer stated that they used the erbe generator with the vessel sealer instrument without any problem. An intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the system event logs but did not notice anything relevant. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the e-100 was not working at all. It was a new da vinci system installed. The customer used the erbe generator and were able to use the vessel sealer without any problems.